Event description:
The device was returned with no reason for explant provided.

Manufacturer narrative:
Final device analysis reveals that a 9.3 centimeter section of the catheter was returned for analysis. The connector was broken around suture ring and broke all the way through during decontamination. The suture ring detached. This report is being filed due to an internal audit.